Manufacturer narrative:
The facility did not return the device for evaluation or provide a lot number. Therefore, an investigation of the device or the lot history record cannot be performed. Information received by the manufacturer did not indicate the number of patients with post-op bleed (about one week later). The physician said the patients weren't harmed and he didn't want to report any issues. Should additional information become available, the manufacturer will file a supplemental report. End of report.

Event description:
Post-op bleed.